Event description:
During patient treatment, operations reported the amplitude (delta-p pressure) would drift from 18 to 33 cmh20, then back down to 18, sometimes, "shutting off the vent". The patient was left on the 3100a without adverse effects.